Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot, including relevant sterilization records, was performed and there were no non-conformities found to be related to the reported event. A review of the risk management file was completed. The reported event is a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported event (peripheral anterior synechiae) is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) cataract plus trabecular microbypass stent system procedure, the patient presented approximately two and a half (2.5) months postop with peripheral anterior synechiae (pas) described as "mild and non-serious". Per report, the pas was treated with medication with "no possible resolution". The most recent follow-up examination noted the stent was visible in the original implant location. Additional information is being requested.

Manufacturer narrative:
Additional information: b2, b5, b6, g2, g3. MFR# reference:(B)(4).

Event description:
The following additional information was obtained. Reportedly, approximately 22 month postoperative the patient's intraocular pressure (iop) was "not at target" and required surgical intervention. Per report, selective laser trabeculoplasty (slt) was performed and the event was noted as "resolved" and was reported to be unlikely related.